Manufacturer narrative:
The insulin pump had an unresponsive up buttons due to corroded keypad traces. No unexpected numbers ramping/scrolling during testing. The insulin pump had a cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked belt clip slot and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. While trying to set up for a bolus, the numbers on the insulin pump scrolled up and out of control. The customer was unable to set up for the bolus. Customer's blood glucose level was 115 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.